Event description:
It was reported to boston scientific corporation that a navigator was used during a flexible ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the tip of the navigator perforated the upper region of the patient¿s urethra. There were no difficulties encountered when manipulating the device. The procedure was completed with this device. There were no further medical intervention preformed to the patient and the patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.